Manufacturer narrative:
The device was evaluated by an authorized repair technician. No issues were found that would have allowed the cot to tip on its side unexpectedly. The IFU provides proper instructions for safe unloading of the cot from the ambulance. No further details were provided pertaining to the alleged patient injury.

Event description:
The complainant reported while unloading a patient from the ambulance, the cot allegedly tipped over. The patient allegedly sustained a laceration to the toe, as a result. Medical intervention was conducted to control bleeding.